Event description:
It was reported the customer was in a car accident due to low blood glucose. The blood glucose reading at time of the call was 47 mg/dl. Troubleshooting was not performed and the diabetes clinical manager requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.